Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient required hip revision surgery following trauma due to a fall which caused a pelvic fracture. The surgeon stated a portion of the acetabulum broke away leaving a void behind the cup implanted. The injury was left to heal and revision surgery performed once the fracture had healed.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a tritanium shell was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: neither the event could be confirmed nor the root cause because the device was not returned for evaluation and insufficient medical information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Patient required hip revision surgery following trauma due to a fall which caused a pelvic fracture. The surgeon stated a portion of the acetabulum broke away leaving a void behind the cup implanted. The injury was left to heal and revision surgery performed once the fracture had healed.